Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Patient was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l5s1 size, with pedicle screws at l5 and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 4 months. Surgery date was (B)(6) 2004, and postoperatively patient experienced stiffness and mild stable weakness left great toe, requiring physical therapy. This is report 3 of 14 for this event.

Manufacturer narrative:
.